Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 07/19/2023, it was reported by a sales representative via sems that an ar-9597-10 angled reamer sleeve, and a ar-9676 angled reamer fused together. This occurred during a procedure on (B)(6) 2023. They were able to get through the case with no problem.

Manufacturer narrative:
Complaint is confirmed. Visual evaluation revealed that the angled reamer sleeve, 10 had stuck an angled reamer, driver inside the inner diameter of the device. Also, was noted abrasion marks on the base of the angled reamer. The most likely cause of this condition is excessive force/friction during use or insertion.